Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced ineffective stimulation and the single implanted lead was unable to provide effective therapy. Surgical intervention was undertaken on (B)(6) 2016 and an additional lead was added. Postoperatively, the patient reported effective therapy and the issue is resolved.